Event description:
Raytec gauze is fraying and leaving threads on sterile field. There was patient contact. Raytec was removed from field, and a new pack of raytec was opened. Tried to remove as many loose threads as possible. The gauze was contained in roi cps, llc custom pack 880087014, lot #: 82828n, gs00087n.